Event description:
A report was received that the patient¿s stimulator stopped working. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s stimulator stopped working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant due to the need of MRI (magnetic resonance imaging). The patient did not have any issue with the device. No device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Event date: 2014. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.